Event description:
Report received from the failure analysis dept of a guide break. The physician attempted an arteriotomy closure with the perclose proglide device following an interventional procedure. It is unk if fluoroscopy was performed prior to the procedure. However, it was noted that the vessel was "severely calcified." After insertion of the device, the physician was unable to obtain pulsatile flow. The device was "manipulated while in the pt's groin," but pulsatile flow was never obtained. The device was removed and the pt was ultimately closed with manual compression. Reportedly, when the device was removed from the pt's groin, "the part where the metal portion and the sheath meet was severely bent/mangled." There were no adverse pt reactions as a result of this complaint. No add'l info was provided.